Event description:
It was reported that the shaver was inserted into the patient and it does not move. When finally moves, the shaver teeth were pushed outside. . The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting due to the device did not break inside the patient and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.